Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to a backlight issue related to a connector on the main printed circuit board. It was also noted that the hanger was cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.